Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacture representative (rep) regarding a patient receiving intr athecal morphine 2.5 mg/ml at 1.1327 mg per day via an implantable pump. It was reported that on (B)(6) 2025, the rep attended a pump refill procedure with the hcp. The programming software indicated the remaining volume should have been 4.2 ml, but upon withdrawal the doctor retrieved 18.2 ml. The hcp mentioned that he had the same occurrence in the previous two pump refill procedures, one on october 31st where the hcp retrieved 15 ml and on november 28th, where the hcp retrieved 19 ml. Ever since, the patient had experienced increasing pain that had been treated with additional oral medication, and the pump dose has been gradually weaned of in case of a sudden restoration of the flow. No environmental/external/patient factors were observed. Diagnostics/troubleshooting performed included the hcp and the rep believing there was a clog somewhere in the circuit, but because of the patient's frail state of health, they could not perform the pump and catheter diagnose procedure. The issue was not resolved at the time of the report. It was reported that a medical/surgical intervention was not needed to prevent impairment of a function and the event did not lead to patient hospitalization.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the catheter serial number was unknown. The implant date of the catheter was provided. Both the catheter and the pump remain implanted given that the patient was in no condition to be subjected to a surgical procedure. It was also noted that according to the local quality procedure, devices in mexico were not to be returned because of local regulatory requirements. The cause of the volume discrepancy and clogged circuit had not been solved and the initial actions reported remained the same: the pump dose had been gradually weaned off in case of a sudden restoration of the flow. A surgical procedure was not planned given the unsuitable state of health of the patient. The next consultation date for weaning off the dose was planned for (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# serial# unknown, implanted: (B)(6) 2019, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.